Event description:
It was reported that the pe inlay ar-9121-02 of the universal glenoid got worn off, resulting in metal-on-metal contact between eclipse humeral head and the baseplate of the universal glenoid. This resulted in metallose and related problems requiring a revision surgery with a conversion to a reverse prostehsis. During the revision surgery the eclipse humeral components and the remaining parts of the inlay were removed and proper seating of the universal glenoid baseplate was confirmed. Then a glenosphere was inserted onto the baseplate and the univers revers humeral components were implanted. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.